Manufacturer narrative:
Carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 78 hour extended tests at the customer's settings. The unit passed initial final test and initial alarm volume test. The unit passed all testing and met all manufacturer specifications.

Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the customer decided not to returned the device to carefusion for further analysis. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported while the patient was connected to lap top ventilator, breath rates were higher than settings. There was no harm to any patient or clinician in associated with the reported complaint.